Manufacturer narrative:
(B)(4): combined report. It has been confirmed that the reason for the required revision is unknown, it is also unknown which of the devices included in this report have been revised. Post primary and pre revision x-rays, operative notes and patient details were requested; however, this information could not be provided and thus there was only very limited information available for the investigation. The explanted devices were discarded by the hospital following the revision and thus could not be returned for examination. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided for this event, no further investigation can be conducted and thus corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA; however, this event occurred outside of the USA.

Event description:
It has been reported to corin that a patient had a metafix stem and biolox delta ceramic head implanted on (B)(6) 2013 and a metafix stem and biolox delta ceramic head implanted in the other hip on (B)(6) 2014. The patient has since had a revision which took place on (B)(6) 2018. It is unknown why the revision was required and which devices have been revised.